Event description:
An endurant stent graft system and aptus endoanchors were implanted in a patient for the endovascular treatment of a 4.8 cm in diameter abdominal aortic aneurysm. It was reported that the patient had a severely angulated aortic neck. The physician determined prior to stent graft implantation that aptus endoanchors would be implanted prophylactically. It was reported that during deployment along the inner curve of the severely angled neck the aptus endoanchor mis-deployed. The physician snared the aptus endoanchor out within the right limb. The physician elected to not attempt additional endoanchors and no further treatment will be performed. The physician stated that the cause of the misdeployment of the aptus endoanchor was due to patient's anatomy of severely angulated aortic neck. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.